Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results with control solution, with readings of "119 and 120 mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Cs lot #2aa2g02 has been identified as an impacted onetouch ultra control solution. The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.